Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found in bvvi mode. The merlin programmer was restarted and the device was interrogated again, showing no bvvi status. The patient was in stable condition.